Event description:
Cracked luer connector was found twice within two weeks. Both times patient's needles were in patient's arm causing about 30 cc blood loss the first time and about 10cc the second time. It was noticed after air was traced back to the needle luer connector causing excessive air in the bts. This caused the air detector to go off much more frequently than usual. When the nurse figured out was wrong they had to re-cannulate the patients to continue treatment.